Event description:
Information received in a report of a recurrence of left knee effusion after a recent fall. On (B)(6) 2013: "under sterile technique, her left knee was aspirated for now with serous-type of fluid, which is no longer an acute bleed. This is more of a serosanguinous type of fluid."

Manufacturer narrative:
Reported event: an event regarding patient factors is reported involving triathlon insert. The event was confirmed based on medical review, but no device specific failure modes were identified or confirmed . Method & results: product evaluation and results. Product inspection - material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : the following adverse events were identified: left: failed patellar component with resection arthroplasty, revision left knee, periprosthetic infection, multiple aspirations and infection. Right: patellar component failure and revision, 2nd revision for knee dislocation and patellar tendon rupture. Conclusion of assessment: the mechanisms of failure and causes of revision in both knees appeared dynamic and unrelated to the implants. This was a very complicated case in a patient with multiple comorbid conditions. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was reported about patient factors is reported involving triathlon insert. The event was confirmed based on medical review, but no device specific failure modes were identified or confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received in a report of a recurrence of left knee effusion after a recent fall. On (B)(6) 2013: "under sterile technique, her left knee was aspirated for now with serous-type of fluid, which is no longer an acute bleed. This is more of a serosanguinous type of fluid."